Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, noise and undersensing was observed. Noise was noted to be occurring during sleep hours suggesting that it could be caused by sleeping position or emi interference. Device was reprogrammed. Patient was stable and will continue to be monitored.